Event description:
It was reported to boston scientific corporation that an endovive initial placement kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the trocar was bent when it entered the stomach wall. It was also reported that the physician had difficulty retracting the snare loop making it difficult to maneuver. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be in good health condition.

Manufacturer narrative:
(B)(4) for the reported event of trocar bent (B)(4) for the reported event of snare wire difficulty retracting the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.